Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the front membrane display panel was punctured. The roller pump was originally returned for repair of a local control knob issue when the punctured wire was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.